Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in stating that the recharger was working and they didn't received the returning label. Agent sent a returning label to patient.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient was having issues with charging the implant. On sunday pt was charging and the green light was flashing. The controller was at 100%. It then went down to 60% but the implant did not get charged. Pt then checked later and the implant got to 30%. Pt also reported they noticed the relay box and paddle got warm. The rtm cord was not as hot as the relay box or paddle. Pt reported it had been taking a long time to charge where pt would sit for 30 min and it did not seem it got charged, not as fast as it used to. If pt breathed, it stopped charging. There were issues with charging started about a couple of months ago. Around that time pt also noticed that the implant location did not feel the same as at the time of the implant. Pt was not sure if ins had moved in the back. A request was sent to repair to replace the recharger. Relay box and paddle gets warm. Ins is taking too long to charge. It stops charging if pt breathes.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model number 97755-s and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.